Event description:
The article, "relationship between patent foramen ovale anatomical features and residual shunt after patent foramen ovale closure", was reviewed. The article presented a retrospective, single center study to evaluate the relationship between the anatomical features of pfo and residual shunt. Devices included in the study were amplatzer pfo occluder and amplatzer cribriform. The article concluded that residual shunt was observed in approximately one quarter of patients after pfo closure and was associated with the presence of asa. A few patients had a large residual shunt because of device size mismatch, suggesting that selection of device size is important to avoid significant residual shunt. [The primary and corresponding author was (B)(6) university graduate school of medicine, dentistry and pharmaceutical sciences,(B)(6) japan, with corresponding email: (B)(6)] the time frame of the study was from (B)(6) 2011 to (B)(6) 2022. A total of (B)(6)patients were included in this study, of which all received an abbott device. The average age was 54 years and the average gender was male. Comorbidities included stroke, transient ischemic attack, hypertension, hyperlipidemia, diabetes, smoking.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer cribriform were reported in a research article in a subject population with multiple co-morbidities including stroke, transient ischemic attack, hypertension, hyperlipidemia, diabetes, and smoking. Some of the peri-procedural and post-procedural complications reported were residual shunt and off label use; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined. The reported off label use appears to be related to user as the user used amplater cribriform on the pfo. Please note, per amplatzer¿ multifenestrated septal occluder ¿ ¿cribriform", instructions for use (IFU), it states, "contraindications: the amplatzer¿ cribriform occluder is contraindicated for the following: treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects." This is considered as an off-label use of the device. However, it was unable to determine if the off-label use contributed to the reported incident. Therefore, a letter will not be provided to address the deviation from the IFU.